Manufacturer narrative:
The device was not returned to olympus as the user facility discarded the device following the procedure. Since no device could be returned, the cause of the reported event cannot be confirmed. However, the instructions manual¿s preparation section instructs users to always have a spare instrument, use clean, elastic medical tape to secure the instrument to the distal end of the endoscope and to use a grasping forceps to retrieve the instrument if it falls off of the endoscope. To mitigate the risk of device falling off inside the patient, the instruction manual provides warning that states, ¿be sure to wipe away any excess lubricant before mounting the instrument, and secure the instrument firmly using medical tape with sufficient elasticity. If the instrument is not firmly secured, it could come off inside the body cavity during use and cause patient injury, such as mucous membrane damage.¿

Event description:
Olympus was informed that during an unspecified procedure, the device (distal end attachment) became detached from distal end of the scope and fell into the patient. The doctor retrieved the device from the patient successfully and the intended procedure was completed. There was no patient injury reported. No additional information was provided from the user facility.